Event description:
A report was received that the patient was experiencing pocket discomfort. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well post operatively.